Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm occurred on the customer's pump, identified with a code malf 12, and no notable events were reported prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, which successfully resolved the malfunction. The customer continued to use the pump for insulin therapy.